Manufacturer narrative:
Concomitant medical products and therapy date, detail of product: item # 192806, item name metasul head 28mm "m" 12/14, lot # 2176398. Item number 4090140, item name aca anchorage cap 48/gg, lot # 2152082. Item number 0100063013, item name optan, stem, right, uncemented, 13, taper 12/14, lot # 2171124. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no additional similar investigated events. Event description: user report received states decentralization of the inlay which was implanted in primary implantation surgery on (B)(6).2003 and revised on (B)(6) 2019. Intraoperatively rotation instability of the metasul inlay for aca-socket 48mm against the polythene and loosening. Moreover, inlay wear is mentioned. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient was implanted on (B)(6) 2003 with a total hip prostheses: head and inlay were revised on (B)(6) 2019 due to decentralization of the inlay and inlay wear. Intraoperatively rotation instability of metasul against polyethylene and loosening have been detected. The investigation results did not identify a non-conformance or a complaint out of box (coob).the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover the correct implant positioning (e.g. Inclination angle of the cup) remain unknown. Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that there was intraoperative rotation-instability of metasul-inlay compared to polyethylene and loosening.